Manufacturer narrative:
The products were returned for evaluation. The product identities were confirmed in the evaluation. Visual inspection revealed moderate signs of use including small scratches, minor discoloration, and a white residue. The products were found to be fractured and one bent; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force, this is report three of five for the same event. Reports one, two, four, and five are reported on MFR #1032347-2016-00441-2, 1032347-2016-00442-2, 1032347-2016-00444-2, and 1032347-2016-00445-2. Based on the product evaluation, the following were updated: device available for evaluation?, date received by MFR?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of five, reference 1032347-2016-00441 through 1032347-2016-00445. The potential procedure the distributor referenced were reported in medwatch reports 1032347-2016-00387 through 1032347-2016-00393.

Event description:
It was reported drills are twisting, bending and breaking during use. Multiple drills were reported, however the event details are unknown. The distributor believes the drills may have been involved in recent orthognathic surgeries in which the screws did not purchase the bone. It is believed to be the result of the drills creating too large of a hole for the screws, however there was no report of the drills bending or breaking in these procedures. The reported procedures resulted in a surgical delay in excess of 30 minutes, the exact duration of the delay was not reported.

Manufacturer narrative:
The products were not returned for evaluation. The product identities could not be confirmed in the evaluation as they were not returned. Photographs were provided for evaluation. The photographs for this lot show three drills were fractured; therefore, the complaint is confirmed. The most-likely cause could not be determined because the products were not returned. The device history records were reviewed and no non-conformances were found. There are no indications of manufacturing defects. This is report three of five for the same event. Reports one, two, four, and five are reported on MFR #1032347-2016-00441, 1032347-2016-00442, 1032347-2016-00444, and 1032347-2016-00445.